Event description:
During enroute nps arterial sheath exchange over .035 wire using stop short technique, it was noticed on fluoroscopy the tapered floppy portion of the .035 wire was more proximal on sheath entry and created a dissection in the cca. The sutures were removed and enroute nps arterial sheath was retracted to back out of the dissection plane. The enoute nps was connected per routine. The .014 wire was directed into the ica and continue the procedure. A second stent was placed proximal and overlapping onto the cca to cover and repair the dissection plane successfully. The physician retracted the enroute nps arterial sheath slightly to allow for appropriate stenting length for deployment with ease and success. The patient remained stable with no changes from baseline eeg throughout.